Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Patient received multiple shocks for lead noise. Reviewed iegm and looked like it was early onset lead failure. Recommended rep to x-ray and turn off tachy therapy. Per normal, reminded rep that any programming changes must be approved by the physician. This lead was explanted and replaced. The associated crt-d was also explanted at that time.